Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection, microscopic examination and dimensional inspection of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The dilator was inserted once the dislodged valve was removed but no resistance was noticed, therefore, the dislodged valve could be related to the resistance issue described by the customer. The dilators outer diameter was measured, and dimensions were found within specifications. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small for which biosense webster¿s product analysis lab (pal) identified a hemostatic valve separation. It was initially reported by the customer that inner sheath couldn¿t advance in the outer sheath due to the impediment. There was resistance but no physical damage to the carto vizigo¿ 8.5f bi-directional guiding sheath - small or dilator. There was no occlusion when irrigating the carto vizigo¿ 8.5f bi-directional guiding sheath - small. The sheath was not narrowed or blocked and the dilator was not stuck, it just couldn¿t be moved through the carto vizigo¿ 8.5f bi-directional guiding sheath - small. Another carto vizigo¿ 8.5f bi-directional guiding sheath - small was used to complete the operation. There was no report on of adverse event to the patient. The customer¿s reported issue of resistance with the sheath is not considered to be MDR reportable since an increased potential for patient injury is remote. On (B)(6) 2022, the bwi pal revealed that a visual inspection of the returned device found the hemostatic valve dislodged inside the hub component. This finding was reviewed and determined to be an MDR reportable malfunction.